Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the site experienced a system error code 252 while entering the surgeon's profile information using the touchpad on the surgeon side cart. With the assistance of an isi technical support engineer, the site power cycled the system and upon power-up of the system, system error code 30130 appeared. The patient was under anesthesia when the surgeon decided to abort the planned procedure. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The investigation conducted by the field service engineering concluded that the system error code 31030 was associated with the touchpad. The touchpad is located in the middle of the surgeon console armrest and provides the means for selecting various system functions. The system was repaired by replacing the affected touchpad. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 31030 appears when the da vinci si safety system determines that a subcomponent of the system did not successfully complete its startup process. Upon determining this condition, the safety system puts da vinci si in a recoverable safe state. The touchpad was returned and evaluated. Engineering was able to replicate the issue experienced by the customer as the touchpad failed when installed on an in-house is3000 system for functional testing. On (B)(6), 2012, isi contacted the scrub technician (B)(4) and he indicated that the da vinci si surgical system was not docked to the patient when the touchpad issue occurred and that the surgeon performed the planned surgical procedure using traditional laparotomy techniques. (B)(4) indicated that the patient tolerated the laparotomy procedure well and that to the best of his knowledge, the patient did not experience any post-surgical complications. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.